Event description:
A report was received that the patient was having difficulty charging the ipg. The physician believed that the ipg was implanted too deep. The patient underwent a revision procedure wherein the pocket was made more shallow. The patient was reportedly doing well postoperatively.